Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced an over active bladder, urgency, leakage, pain and loss of consortium. No explant procedure was reported. Subsequent treatments and/or therapies were reported.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.